Event description:
It was reported by the customer that five cases of thrombus formation occurred during the past three to seven days. Only one of the five pts still remains in the hospital, the other cases were not reported. The hospital was using our four lumen catheters previously without event. The issue occurred only when changing to a five lumen catheter. The catheter was placed with the thrombus, positioned outgoing from the tip. There were no changes in the pt's medication and coagulation management as compared to earlier treatments. The user applied a low molecular heparin as additional medication with the intention of dissolving the thrombus. The customer has temporarily switched over to the five lumen catheter made by edwards, but is ready to return to the arrow product. There were no reported pt complications.

Manufacturer narrative:
Sample will not be returned for evaluation.